Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent at the infusion site. We are unable to confirm or determine the root cause of the reported bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 318 mg/dl, while wearing the pod. When the pod was removed from the abdomen, the pod¿s cannula was found to be bent. Additionally, leaking at the pod site was reported. Treatment details were not provided.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be stretched and kinked. Fluid path testing found that this damage prevented fluid from flowing through the fluid path as intended. It could not be determined if there were any leaks in the unexposed portion of the soft cannula as a result. The timing and cause of the soft cannula damage could not be determined.